Event description:
"The distal clear shaft was detached in proximal left circumplex during post stent dilatation at 12 atmospheres. Whole unit was removed using snare catheter." No pt injury. Malfunction that may cause or contribute to serious injury if it were to recur.